Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Set screw marks were noted on the is-1 terminal pin, and the distal and proximal high voltage terminal pins. No discernable set screw marks were noted on the is-1 ring. Multiple cuts were noted in the lead insulation along with blood/body fluid noted in the lumens due to the cuts. There was no suture sleeve returned on the lead. Electrical resistance testing of the conductor paths showed the lead to be in specification. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing with this implantable right ventricular (rv) defibrillation lead a fault message was received indicating an open circuit detected. The terminal pin was verified to be in the proper port of the device header and the shocking impedance measurements were in range at 56 ohms. The pocket was reopened and the lead was explanted. There had also been reports of high dfts even after lead repositioning. A new lead was implanted and the issue resolved. To date, there have been no adverse patient effects reported.